Event description:
The level detector module line clamp was not closing appropriately. This occurred during the priming procedure, there was no pt involvement. The level detector module was removed from the machine and replaced with a new level detector module. When the level detector module was returned to the MFR it was discovered that the line clamp would not open, due to component failures. If the level detector malfunction is intermittent, the alarm testing may not detect the malfunction, therefore pt injury may be possible. After add'l review by the regulatory affairs department, it was decided to report this complaint as a MDR.